Event description:
Plaintiff's estate alleges that prolene suture used for repair of a left carotid endarterectomy on 7/6/95 failed causing plaintiff to die. Further alleges that suture was in a defective condition and unreasonably dangerous when it was supplied or sold to or used on plaintiff causing serious bodily injuries and death when used.